Event description:
A technician opened the outer wrap and pulled out the empty eva container-250ml bag. She noticed a short strand of hair (possibly animal fur, as it was half black/half white) sticking to the middle port of the bag.